Manufacturer narrative:
(B)(4). (B)(4).

Event description:
Procedure: esophagectomy/gastric tube. According to the reporter: the anvil disengaged into the pt cavity. The device was orally inserted using an endoscope, then the anastomosis was done. There was no add'l bleeding, and there was no tissue damage. The procedure was extended more than 30 minutes. No pt info available.